Event description:
During pulmonary vein isolation with the arctic front catheter, the physician met many challenges in maintaining phrenic pacing. Loss of phrenic capture occurred several times as the physician tested pacing prior to ablation of the ripv/rspv. During this time, multiple catheters were used to maintain optimal pacing catheter position. Additionally, the phrenic pacing catheter was advanced through a transseptal sheath into the svc for added stability. The patient did seem to have periods of lightened sedation during this time and occasionally moved and had some instances of very deep inspiration. Once stable pacing catheter position could be maintained, ablation of the right-sided veins commenced. In the ripv, five total freeze applications were applied. The first two of these were abbreviated (each one discontinued at 60 seconds) due to loss of phrenic capture. In these cases, phrenic pacing catheter manipulation resulted in prompt restoration of phrenic pacing and no diaphragmatic attenuation was noted per the physician. Freeze 3 in the ripv was discontinued early due to poor occlusion. Freezes 4 and 5 in the ripv were full 240 second freezes with no loss of phrenic capture. The balloon was positioned in the rspv. Phrenic pacing was again tested before the first freeze application and appropriate capture was noted. During the first and only freeze of the rspv, the physician felt weakened diaphragmatic contraction and then quick loss of phrenic capture within a very few paced beats and the freeze was immediately stopped. In this instance, phrenic pacing could not be immediately restored. Within less than five minutes, phrenic capture was observed again; however, the physician felt that the diaphragmatic movement was weaker than previously noted. Rspv isolation was confirmed by (B)(6) recordings and a decision was made not to pursue any further ablation in this vein. The arctic front catheter was removed from the body. During follow-up testing, all four pulmonary veins were noted to be isolated. A right atrial tachycardia was induced. The physician pursued ablating this tachycardia with rf energy. He stated that he wanted to place some lesions in the svc as well since he had noted that area to be electrically active. The ability to phrenic pace was confirmed again before the rf energy applications. Rf energy was applied briefly to a few areas in the svc. Following, rf ablation, the physician attempted to pace the phrenic nerve again and was unable to capture. A phrenic injury was confirmed via chest xray following the procedure. As per the physician, the patient left with shortness of breath and obvious phrenic paralysis on the chest xray and that one day post procedure the patient was "feeling much better and back at work."

Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.